Event description:
It was reported that 1 bd insulin syringes 0.5ml 31ga 8mm the needle was too long. The following information was provided by the initial reporter : material no:328468 , batch no: 0118323. It was reported that there is a discrepancy in the needle lengths. Verbatim: there is a major discrepancy in needle length. The correct length is the shorter item.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of 0.5ml bd insulin syringes were provided. The consumer reported a major discrepancy in needle length; the correct length is the shorter item. The photos were examined, and it was observed that 2 loose 0.5ml bd insulin syringes were resting parallel to each other on a surface. It was observed that the cannulas in each syringe were different lengths. No defects were observed. Since both syringes were photographed after use and without packaging it could not be determined if the varying cannula sizes was caused due to a manufacturing defect. A review of the device history record was completed for batch# 0118323. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes 0.5ml 31ga 8mm the needle was too long. The following information was provided by the initial reporter : material no:328468 batch no: 0118323. It was reported that there is a discrepancy in the needle lengths. Verbatim: there is a major discrepancy in needle length. The correct length is the shorter item.